Manufacturer narrative:
The bipolar shell was returned for evaluation. Photographic and visual examinations revealed minor indication the polyethylene bag adhered to the shell. The device history records review found the lot to be conforming. Shells of this manufacturing lot were packaged with polyethylene bags. The device is used for treatment. The reported lot number was confirmed to be manufactured prior to corrective and preventative actions taken on december 20, 2012. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
Prior to surgery, the implant was opened and was noted to have plastic adhered to the surface of the cup from the outer polyethylene bag. Another bipolar shell was not available so the doctor a different type of implant in its place to complete the procedure.